Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that left device was "removed due to capsular contracture baker grade iii, peri-prosthetic liquid is evident in both breasts, I have had inflammation of the left breast, it reduces my mobility and I can't sleep because of the pain." The following event is not related to the device "breast nodule". Healthcare professional later reported "hematoma." The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported that bilateral devices "were removed due to capsular contracture baker grade iii" on left side. The device has been explanted and replaced.